Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres (atm) for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: